Manufacturer narrative:
The company representative replaced the front end printed circuit board. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a p atient, the unit shut down. When they powered it up, they observed an error code 117 (front-end a/d reference failure at power-up). The patient was switched to another unit and therapy was continued. No patient injury was reported.